Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. Based on the available information, the positioning issue was most likely due to improper use or technique. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 53-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The patient experienced multiple impella in aorta alarms in the cath lab. The pump was advanced by the physician, and the alarms self-corrected. No further issues were reported after repositioning. There was no harm reported to the patient.